Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unknown / unknown liner/ lot # unknown. Part # unknown / unknown head/ lot # unknown. Part # unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01005.

Event description:
It was reported that patient underwent revision surgery due to acetabular liner dissociating with the acetabular shell and acetabular shell loosening. Attempts have been made and additional information on the reported event is unavailable at this time.